Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), salpingitis ("essure in intratubal with possible inflammatory reaction") and genital haemorrhage ("abnormal bleeding general") in a 30-year-old female patient who had essure (batch no. A33570) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine dilation and curettage. Concurrent conditions included pelvic pain, complex ovarian cyst, irregular periods, cervicitis, adenomyosis uteri, endometriosis externa, uterus enlarged, pelvic congestion, cervicitis and polycystic ovary. Family history included breast cancer (maternal aunt). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced hyperhidrosis ("sweating"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue.") And insomnia ("difficulty sleeping"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), anxiety ("anxious"), depression ("depressed"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and laparoscopy and hysterectomy(partial), on (B)(6) 2017, salpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge, abdominal pain and pain in extremity had resolved, the salpingitis, hyperhidrosis, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, fatigue and insomnia outcome was unknown and the dysmenorrhoea, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hyperhidrosis, insomnia, menorrhagia, migraine, pain in extremity, pelvic pain, salpingitis, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Discrepancy noted as per previous follow up: insertion date of essure device: ??-???-2013. Discrepancy noted as per pfs: insertion date of essure:(B)(6) 2013. Bilateral placement # of coils/devices: right -4, left¿ 4. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: finding: 3.5 cm cystic mass of the left ovary. There is 2.5 cm cystic mass of the right ovary. Embolization coils are present.. Hysterosalpingogram - on an unknown date: results: result was not provided.. Pathology test - on (B)(6) 2017: gross description: - specimen labelled right essure and fallopian tube: fragment of essure measuring 1.5x0.7x0.4 cm. There is metal coil extending from the end of the fragment of tissue which measures 2.5x0.2 cm. - specimen labelled left essure with fallopian tube: there are metal coils extending from the either end of the tissue fragment ranging in size from 0.5x0.1 cm to 1.1x 0.1 cm.. Pregnancy test urine - on (B)(6) 2013: negative. X-ray - on (B)(6) 2017: impression: essure appear to be in the fallopian tubes otherwise unremarkable radiography of the abdomen.; on (B)(6) 2017: gross description: cut sections of the ovary reveals multiple cortical cysts containing clear fluid ranging from 0.3 cm to 1.5 cm in greatest dimension. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record:pelvic pain, vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 7-feb-2019: plaintiff fact sheet received. Lot no. Was added. Event onset date was updated. Historical condition was added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), salpingitis ("essure in intratubal with possible inflammatory reaction") and genital haemorrhage ("abnormal bleeding general") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine dilation and curettage. Concurrent conditions included left lower quadrant pain, complex ovarian cyst, irregular periods, cervicitis, adenomyosis uteri, endometriosis externa, uterus enlarged, pelvic congestion, cervicitis and polycystic ovary. On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 165 days before insertion of essure. On (B)(6)2017, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). On (B)(6)2017, the patient experienced hyperhidrosis ("sweating"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue.") And insomnia ("difficulty sleeping"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), anxiety ("anxious"), depression ("depressed"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and laparoscopy and hysterectomy(partial), on (B)(6)2017,salpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, vaginal discharge, abdominal pain and pain in extremity had resolved, the salpingitis, hyperhidrosis, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, fatigue and insomnia outcome was unknown and the dysmenorrhoea, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hyperhidrosis, insomnia, menorrhagia, migraine, pain in extremity, pelvic pain, salpingitis, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Discrepancy noted as per previous follow up: insertion date of essure device: ??-???-2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2017: finding: 3.5 cm cystic mass of the left ovary. There is 2.5 cm cystic mass of the right ovary. Embolization coils are present.. Hysterosalpingogram - on an unknown date: results: result was not provided.. Pathology test - on (B)(6)2017: gross description: specimen labelled right essure and fallopian tube: fragment of essure measuring 1.5x0.7x0.4 cm. There is metal coil extending from the end of the fragment of tissue which measures 2.5x0.2 cm. Specimen labelled left essure with fallopian tube: there are metal coils extending from the either end of the tissue fragment ranging in size from 0.5x0.1 cm to 1.1x 0.1 cm.. X-ray - on (B)(6)2017: impression: essure appear to be in the fallopian tubes otherwise unremarkable radiography of the abdomen.; on (B)(6)2017: gross description: cut sections of the ovary reveals multiple cortical cysts containing clear fluid ranging from 0.3 cm to 1.5 cm in greatest dimension. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record:pelvic pain, vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 1-feb-2019: plaintiff fact sheet and medical record received. Event added: sweating, difficulty sleeping, abnormal bleeding (general), abnormal bleeding (vaginal), bladder or urinary problems or changes, migraines, headaches, dental problems, vaginal discharge, fatigue, abdominal pain, leg pain, she did not undergo essure confirmation test, essure in intratubal with possible inflammatory reaction. Event outcome was updated for the event: abdominal pain, leg pain, pelvic pain, abnormal bleeding general, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal discharge. Lab data was added. Concomitant and historical conditions were added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy with removal of the essure devices on (B)(6) 2017 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result was not provided. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('essure in intratubal with possible inflammatory reaction') and genital haemorrhage ('abnormal bleeding general') in a 30-year-old female patient who had essure (batch no. A33570) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine dilation and curettage. Concurrent conditions included pelvic pain, complex ovarian cyst, irregular periods, cervicitis, adenomyosis uteri, endometriosis externa, uterus enlarged, pelvic congestion, cervicitis and polycystic ovary. Family history included breast cancer (maternal aunt). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced hyperhidrosis ("sweating"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue.") And insomnia ("difficulty sleeping"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), anxiety ("anxious"), depression ("depressed"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge, abdominal pain and pain in extremity had resolved, the salpingitis, hyperhidrosis, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, fatigue and insomnia outcome was unknown and the dysmenorrhoea, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hyperhidrosis, insomnia, menorrhagia, migraine, pain in extremity, pelvic pain, salpingitis, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Discrepancy noted as per previous follow up: insertion date of essure device: ??-???-2013. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2013. Bilateral placement # of coils/devices: right -4, left¿ 4. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: finding: 3.5 cm cystic mass of the left ovary. There is 2.5 cm cystic mass of the right ovary. Embolization coils are present. Hysterosalpingogram - on an unknown date: results: result was not provided. Pathology test - on (B)(6) 2017: gross description: specimen labelled right essure and fallopian tube: fragment of essure measuring 1.5x0.7x0.4 cm. There is metal coil extending from the end of the fragment of tissue which measures 2.5x0.2 cm. Specimen labelled left essure with fallopian tube: there are metal coils extending from the either end of the tissue fragment ranging in size from 0.5x0.1 cm to 1.1x 0.1 cm. Pregnancy test urine - on (B)(6) 2013: negative. X-ray - on (B)(6) 2017: impression: essure appear to be in the fallopian tubes otherwise unremarkable radiography of the abdomen.; on (B)(6) 2017: gross description: cut sections of the ovary reveals multiple cortical cysts containing clear fluid ranging from 0.3 cm to 1.5 cm in greatest dimension. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.